Event description:
A report was received that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient's ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. Ipg was not returned.

Manufacturer narrative:
Sn:(B)(6). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.